Event description:
Device 1 of 2. Reference MFR report number: 1627487-2014-03155. It was reported, per the patient, the scs system was explanted due to infection. At this time, it is unk where the infection was located.

Manufacturer narrative:
Eval method- the device and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion- the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.